Event description:
The family of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported pain at the ins site which started at an unknown date, caller stated that "it has been awhile," and that it has been getting worse since (B)(6) 2016. The patient's pain was described as a "stabbing pain at ins site." The caller stated that the patient's therapy has not helped since implant. At the time of the call the patient did not feel stimulation and the patient is scheduled to have the ins system removed on (B)(6) 2016. The pain onset was described as gradual. The caller also reported that the patient encountered a power on reset (por). The patient encountered the por while checking the ins with the programmer. When asked about any electromagnetic interference that could have contributed to the por the caller reported that the patient had a CT scan, no allegation that the CT scan was due to or related to the device or therapy. The patient's status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.